Manufacturer narrative:
In house testing of cardiac profiler w49599 with cal j and cal h resulted in all values in the 1 sd range. No false negative result was observed. All results of the retain testing met the release requirement. All data points with cal j and cal h were within the manufacturing 1sd range. As of (B)(4) 2012 this is the only complaint against device lot 49599. Corrective action not required at this time.

Event description:
Caller alleged false negative tni results. Results as follows: customer conducted a parallel data study with triage and exl. The patient was treated based on the result from the exl. Triage results were obtained in the background and there was no direct impact to the patient. Patient was admitted for cardiac arrest.